Manufacturer narrative:
H3) the manufacturer representative went to the site to test the navigation system. The em controller had no function. After starting the software, em system showed no connection to the breakout box. Exchanging em controller with function test. System was restarted several times. Failure wasn´t present anymore. System checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the electromagnetic (em) controller would not function.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735824: unknown, UDI#: unknown ; product ID: 9735824r, serial/lot #: 1600867519, ubd: unknown, UDI#: unknown h2: additional information added to b5. H3: a medtronic representative went to the site to test the equipment. Testing revealed that after starting the cranial electromagnetic software, the electromagnetic breakout box showed no activity. The function led did not light up. The software showed, "localizer not connected," and there was no connection to the breakout box and emitter. The em controller was deemed defective, and therefore replaced. However, the new em controller was also defective. Further error analysis was carried out to rule out a fault in the uninterruptable power supply (ups) unit. Another em controller was ordered again, pending a future replacement. H6: fdm b01, fdr c02, fdc d02 are applicable to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) no parts have been received by the manufacturer for evaluation. Codes: b17, c20, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the axiem was not working. There was no patient involvement.